Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV, the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to b3 partial date of event: 2024 was provided. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported periprosthetic hypoechoic, which may correspond to an inflammatory process confirmed by us. Later, healthcare professional reported capsular contracture baker grade IV, edema and severe/intense pain. This record is for the left side. Device remains implanted.